Manufacturer narrative:
Concomitant product: d314trg crtd, implanted: (B)(6) 2012.

Event description:
It was reported that during a routine replacement of the patient's device, insulation damage was noted on the right ventricular (rv) lead. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.